Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy when using the device to close. Hemostasis was achieved with manual compression. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach used. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy when using the device to close. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach used. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy when using the device to close. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.